Event description:
It was reported that the fiber broke during surgery. Analysis of the returned fiber did not identify any breaks on the fiber. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis did not identify any break. Analysis did identify burn marks on the connector face. Burn marks can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber broke during surgery. The procedure was completed with another device. There were no patient complications.